Event description:
As reported, the sealant sleeves of a 6/7f mynx control vascular closure device (vcd) while the user attempted to advance the device through the 6f non-cordis sheath, struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use and there were no damages noted. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be retuned for evaluation. Addendum: product evaluation presents that the sealant of a 6/7f mynx control was found prematurely exposed.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227803 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, while the user attempted to advance the 6f/7f mynx control vascular closure device (vcd) through the 6f non-cordis sheath, the sealant sleeves struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use and there were no damages noted. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. The unit was thoroughly inspected observing that buttons 1 and 2 were not depressed. The stopcock was set in the open position. The sealant remained in the manufactured position, swelled by the blood saturation. However, by definition, the sealant was found prematurely exposed. No damages to the atraumatic wire were observed. In addition, the sealant sleeve was found severely damaged. Neither the procedure sheath nor the syringe were returned for analysis. The device was blood saturated. No other outstanding details were noted. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample catheter sheath introducer (csi) was performed as is indicated within the IFU. However, it was not possible to perform due to the damage of the sealant sleeve. Per microscopic analysis, the sealant sleeve was inspected under the vision system to obtain a magnified image, and a kinked condition was found with the outer sleeve. The product history record (phr) review of lot f2227803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, a severe kinked condition of the sleeve was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.